Event description:
Reportedly, the device was explanted after an implant duration of 4.03 months for unknown reasons. It was explanted and replacement by a smaller size of the same device model. No further details were provided. Information was learned through (B) (4) implant patient registry. The device will not be returned as it was discarded by the hospital.

Manufacturer narrative:
No additional patient information is available. Report only. Customer letter not required. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. This was determined reportable to FDA per edwards lifesciences procedures. Device will not be returned. Discarded at hospital.